Event description:
There was an allegation of a questionable ureal (bun) result from the cobas 8000 c702 module. The initial result was 3.9 mg/ml and the repeat result was 133.9 mg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found a vacuum nozzle was clogged with a cotton swap and tubing was leaking. He cleaned the nozzle and replaced the tubing. He cleaned the valves for the reagent and sample probes, replaced the sample probe, decontaminated the cuvette, cell blank, and the detergent rinsing. He adjusted the reagent and sample probes. The investigation determined the issue was resolved after the maintenance actions. General reagent issues were excluded as the initial and repeat testing used the same reagent.